Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient experienced hyperglycemia after a supply change while using the ilet with a steel infusion set; engineering review showed the device delivered insulin and issued multiple high glucose alerts, and subsequent feedback from the clinician indicated the infusion set¿s needle cover was not removed, preventing skin penetration and insulin delivery. Symptoms included nausea and feeling unwell. Outcomes included emergency evaluation and hospital admission for diabetic ketoacidosis management with insulin infusion, IV fluids, and dextrose, followed by recovery and resumption of ilet use. Investigation included engineering log review and clinical follow-up. Investigation of this case revealed no device malfunction and a use-related infusion failure due to the needle cover remaining in place. It was concluded that the event was related to user technique causing interrupted insulin delivery with resultant hyperglycemia and dka.